Event description:
It was reported that the ventilator water trap on the air line was cracked, and that there was a leakage. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The reported crack on the water trap (air filter) was confirmed. The water tap (air filter) was replaced. The pre-use and function check tests were successful and the ventilator was returned to service. The water trap (air filter) was not returned for investigation, but a picture and the ventilator's logs were received. The logs did not contain any information that indicated a leaking water trap (air filter). The picture however confirmed the reported crack. Information as to how the crack occurred was not received. The cause for the crack was not determined.